Manufacturer narrative:
Manufacture date: may 3, 2016- may 5, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. Continuous flow was observed at the distal luer. A functional flow rate test was performed and was found to be within the product specification range of 4.50 ¿ 5.50 ml/hr. The reported issue was not verified. The sample was conforming to all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow of a large volume infusor was slow during filling. The injection of fluorouracil diluted with 5% dextrose in water was not completed even after 66 hours. There was no patient involvement. No additional information is available.